Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she was at the doctor's office and her blood glucose was 497 mg/dl. Customer treated with 12.0 units. Customer had symptoms of high blood glucose such as feeling tired, thirsty, and having blurred vision. Customer placed the insulin pump on suspend. Customer does not have a tubing clamp and will call back when she gets one.